Manufacturer narrative:
D10 concomitant products: egia60avm - egia60avm egia 60 artic vasc med sulu, lot# n4c2141y sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right hemicolectomy procedure, after stapling the small intestine, the knife blade did not return to its original position. To resolve the issue, the surgeon used a manual adapter tool to manually release the device and used a competitor's stapler to continue the procedure. There was no patient injury. After the procedure, the adapter and handle were tested using a demo reload; the devices were able to work normally.